Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported bleeding (access site adverse event) was use related to patient movement per clinical that bleeding occurred after the patient was rolled. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Event description:
An impella cp was inserted percutaneously post pci via the right femoral artery in a 76 year old male patient for ami/cgs. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was documented as scai shock stage d. Later that day, bleeding occurred at the right groin access site after the patient was rolled to remove linens, during which the patient lifted the right leg. The resulting movement led to bleeding at the impella access site. Manual pressure was applied, the sheath was adjusted, and bleeding was successfully controlled. Imaging confirmed appropriate pump position during evaluation. Later the same day, the impella cp was removed following notification by nursing for bleeding at the groin site and patient deemed clinically stable and off vasoactive drips. Hemostasis was achieved with manual pressure. The post-procedure outcome was survived at explant. Based on available information, the bleeding event is consistent with known risks of femoral arterial access, patient movement, and impella¿s anticoagulation and purge requirements. Bleeding is listed as potential adverse event and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.